Manufacturer narrative:
The investigation excluded any reagent issues. The field service engineer performed preventative maintenance and confirmed the module was running within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 and tpuc3 total protein urine/csf gen.3 results for one patient cerebral spinal fluid sample with the cobas 8000 cobas c 502 module. The initial gluc3 result was 0.0 mmol/l. The repeated result was 4.1 mmol/l. The initial tpuc3 result was 17 mg/l. The repeated result was 457 mg/l. The questionable results were not reported outside of the laboratory. The gluc3 reagent lot number was 544224. The expiration date was requested but not provided. The tpuc3 reagent lot number was 53027601 with an expiration date of 30-apr-2022.